Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye, noted a female connector was separated from the main body. And the silicone tubing was broken into two pieces between the occluder feet. The reported separation issue was verified. The cause of the separation issue was, due to inadequate solvent to the insert chip, during the assembly process. The cause of the broken tubing could not be determined. However a nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of a minicap transfer set; further described as ¿the dark blue portion of the transfer set loosened¿. This was observed during use of peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.